Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A returned x-ray confirms that an unknown abutment was fractured at the hex connection to the implant collar. Therefore, the complaint is confirmed. A root cause cannot be determined.

Manufacturer narrative:
An x-ray was provided to document the fractured screw event. Event date was not provided/known. Brand name is unknown. Product code is unknown. Item number and lot number was not provided/known. Device was requested but not returned to manufacturer. The 510k unknown.

Event description:
The doctor indicated that abutment head of the healing hex was damaged. While doctor was trying to remove the abutment with plain driver and then with tweezers, the abutment fractured and its lower part remained inside the implant. The abutment screw could not be retrieved and the implant was removed.